Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and became brain dead, during dialysis treatment, on or about (B)(6) 2011. The plaintiff's attorney also alleged that the decedent was placed on life support and subsequently expired on (B)(6) 2011 after the use of the product.